Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported a malfunction that resulted in a loss of mechanical ventilation during a case. There was no patient injury.